Manufacturer narrative:
It has been reported that the bed was missing caps, and a resident got a "skin tear as a result of their leg getting stuck in the bed." The reporter states, that on (B)(6) 2020 a (B)(6)year-old female cut her right lateral lower extremity on a portion of medline alterra maxx universal hospital bed that was missing a cap. The reporters states, a certified nursing assistant (cna) was providing stand pivot transfer from the wheelchair to bed when the incident occurred. A nurse practitioner assessed the wound, and then wrote an order for the resident/end user to go to the emergency department(ed) to have the wound examined. Reporter states at the ed the resident/end user received seven stitches, topical antibiotics and released back to the facility. The sample has not been returned and a root cause has not been determined at this time. No further information is available. Due to the medical intervention provided this medwatch is being filed. If additional information becomes available, this report will be reopened and reevaluated.

Event description:
It has been reported that the bed was missing caps, and a resident got a "skin tear as a result of their leg getting stuck in the bed."

Manufacturer narrative:
Changed/additional information added. D9 device available for evaluation -no. G6 type of report - follow-up. H2 if follow-up what type? Additional information. H3 device evaluated by manufacturer - no, not returned to the manufacturer, evaluation summary attached h6 type of investigation- 4111, 4114. H5 investigation conclusion - 18, 61, cause/ zcd00007/not a product defect. H10 investigation report reads as follows, 1/25/2021. Investigation summary: "no sample was received; however, the customer and rep had been in communication with the quality engineer regarding the reported issue. After a conference call with the customer, it was determined that the width adjustments for the fcealtmaxx had been removed from the bed while the bed was still in use. This left openings that were not covered by plastic coverings like all other tubing openings since the bed was not intended to be used without the width adjustments. The quality engineer and sales specialist advised against this type of use and the fcealtmaxx cannot be used without the width or length adjustments. It was also explained to the customer the potential hazards regarding entrapment. The caps as stated in the complaint were to cover the openings from the width adjustments however, it had not been mentioned that the width adjustments had been removed prior to the conference call with the customer. The cause of the complaint was due to misuse by removing the width adjustments exposing open tubing."

Event description:
It has been reported that the bed was missing caps, and a resident got a "skin tear as a result of their leg getting stuck in the bed."